Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime, compromised forced sensor system test due to loose drive support disk. (B)(4).

Event description:
The customer reported via phone call that insulin pump was giving insulin when it was needed and reservoir was not working. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump made correct calculations based on information entered. Customer stated that displacement test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.